Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: customer reports no ac indicator when plugged in on their 8015 (sn: (B)(4)). Case resolution: customer states power cord is not the issue. Unit powers up on battery with no reported errors. Informed customer this is most likely due to the switching power supply. Recommended sending in for repair. Customer will call back with purchase order. Ended call.